Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located at the severely tortuous and moderately calcified iliac vein. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. There was no patient complications nor injuries reported.